Event description:
The customer reported a collimator stuck error. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the collimator assembly. System operates as intended.